Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The blood glucose level of the customer was 120 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to discontinue the use of insulin n pump. The product will return for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify pump error post-reset ram crc alarm or trace pointers are invalid or software error detected or history pointers failed and overheating due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.